Event description:
Reportedly, the subject device was implanted in (B)(6) 2015 but during the last follow-up, performed in (B)(6) 2016, the programmer displayed a residual longevity of 4 years. An analysis is requested about the reason of the short longevity.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was implanted in (B)(6) 2015 but during the last follow-up, performed in (B)(6) 2016, the programmer displayed a residual longevity of 4 years. An analysis is requested about the reason of the short longevity.

Manufacturer narrative:
Based on the preliminary analysis, the pacemaker pacing conditions were slightly energy-consuming, which explains the displayed longevity (> 4 years) on (B)(6) 2016. There is no anomaly suspected on the subject pacemaker.

Event description:
Reportedly, the subject device was implanted in (B)(6) 2015 but during the last follow-up, performed in (B)(6) 2016, the programmer displayed a residual longevity of 4 years. An analysis is requested about the reason of the short longevity.